Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted to do electrode perforation through the skin and infection. Pus was noted at the perforation site. While the s-ICD was implanted in the last year, the electrode has been implanted longer. No error messages were noted on the s-ICD despite the perforation. The patient was hospitalized as a result. No additional adverse patient effects were reported. Additional information was received. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted to do extrusion and infection. The s-ICD was not fully extruded, but under a small layer of skin. Pus was noted around the pocket. The patient was hospitalized as a result and antibiotics were provided. The explanted system remains at the hospital for pathology and is not expected for return. No additional adverse patient effects were reported.